Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccuracy occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.